Event description:
It was reported that a user experienced a severe hypoglycemic event while at work, did not respond to oral carbohydrates and two doses of glucagon, was instructed to disconnect the pump, and was transported to the emergency department. Symptoms included low blood glucose with persistent hypoglycemia. Outcomes included the need for emergency medical evaluation and treatment. Investigation included complaint intake review and troubleshooting with education provided. Investigation of this case revealed no device alarms were reported and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the event was not attributable to a confirmed device malfunction and the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.